Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for pulse generator replacement procedure due to elective replacement indicator (eri). After electro-cautery, an anomalous eri date of (B)(6) 2013 was displayed. The anomaly was suspected due to a result of exposure to electro-cautery. The pacemaker was explanted and replaced. Patient was stable post procedure.